Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the retainer ring was cracked and the reservoir was unable to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = missing customer returned pump for alleged cosmetic damage at the retainer ring on event date october-02-2021. Pump was received with a missing retainer ring and critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or force sensor. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 (line number 5632 file number 2005) critical handling alarms on 05/15/2022 between 01:09:04.000 and 01:09:26.000 due to software errors. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (stained/faded serial number label), missing o-ring (reservoir tube lip), broken reservoir tube lip, detached retainer and corroded battery tube. In summary, customer allegations for cosmetic damage confirmed at detached retainer. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software issues. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing customer returned pump for alleged cosmetic damage at the retainer ring on event date (B)(6) 2021. Pump was received with a missing retainer ring and critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or force sensor. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 (line number 5632 file number 2005) critical handling alarms on (B)(6) 2022 between 01:09:04.000 and 01:09:26.000 due to software errors. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (stained/faded serial number label), missing o-ring (reservoir tube lip), broken reservoir tube lip, detached retainer and corroded battery tube. In summary, customer allegations for cosmetic damage confirmed at detached retainer. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm due to software issues. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.